Manufacturer narrative:
The device was implanted 2 years and 6 months prior to receipt of the complaint when the patient was (B)(6) years old and still skeletally immature. X-ray review confirmed that the device has reached its maximum extension and no indication of device or manufacturing related issues has been identified. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed.

Event description:
It is reported that the surgeon asked stanmore implants to make a distal femur jts prosthesis for the patient to allow him to have more growth. (B)(4).